Manufacturer narrative:
Insulin pump passed the self test and displacement test. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor (u1).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had received a hardware low level failure. The customer¿s blood glucose level was 248.4 mg/dl. The customer stated that the pump had twice hardware low level failures and also stated that the pump went black and it did not react to a new battery straight away. The customer advised to revert to healthcare professional¿s back up plan. The insulin pump will be returned for analysis.